Event description:
The treated patient reports gum infection and tooth loss (unknown tooth). It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". When contacted the treating doctor confirmed that the treatment could have aggravated the treatment plan, however, the main factor could have been the pre-existing clinical condition (periodontal class 1). No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the tooth loss, and the date (b3) is based on the timelines reported to align and compared to patient information.